Event description:
It was reported that a user experienced low glucose readings of 67 mg/dl on the pump and 51 mg/dl by fingerstick after exercising, consuming soda, and running out of insulin, then later reconnecting to the pump and perceiving an overcorrection; the user took six glucose tablets and paused insulin, and was advised to resume insulin delivery to avoid rebound hyperglycemia. Symptoms included low glucose with an urgent low soon alert and a low glucose event. Outcomes included the use of oral glucose and no hospitalization. Investigation included troubleshooting and education on insulin pausing and resumption. Investigation of this case revealed no device malfunction or component defect, and the event was consistent with hypoglycemia of unclear cause in the context of exercise, carbohydrate intake, insulin interruption, and subsequent resumption. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.